Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to confirm the customer¿s indicated failure mode because no samples or pictures were received to perform investigation. Internal quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
It was reported while using bd nexiva diffisus catheter, foreign matter was found in the fluid pathway. The following information was provided by the initial reporter:   "opened up a new catheter package and gently pulled back on the finger grip and noted a black speck at the tip of the catheter."